Event description:
It was reported that on (B)(6) 2019, a 25mm epic valve was implanted in the patient. On (B)(6) 2025, an onset mitral regurgitation was noted. The patient was reported hospitalized due to rapid progression of symptoms. On (B)(6) 2025, a redo mitral valve replacement (mvr) was performed. An echocardiography confirmed prolapse involving 2 of the 3 leaflets. One leaflet appeared to be inflammatory degeneration and another leaflet had a tear at the commissure. The leaflets appeared elongated. On (B)(6) 2025, the valve got explanted and a non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant approximately 5 years post-implant due to valve malfunction was reported. The valve was returned with a torn cusp. The cuff was noted to be torn. Biological material was present throughout the valve. Limited mobility was noted on the cusp when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve malfunction is likely a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined. The cause of the reported events appears to be related to a number of factors, involving a combination of structural and mechanical factors. A tear in one cusp was associated with localized calcification and thinning at the base, while all three cusps showed extensive calcification that restricted mobility and distorted their architecture. The cusp tear is likely the result of long-term mechanical fatigue, exacerbated by the combined effects of calcification, tissue thinning, and stress concentration. However, the underlying causes of the calcification formation could not be conclusively determined. The cause of reported problem thrombus and pannus could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted surgically and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 10 sep 2019, a 25mm epic valve was implanted in the patient. On (B)(6) 2025, the patient presented with shortness of breath and onset mitral regurgitation was noted on echocardiography. The patient was reported hospitalized due to rapid progression of symptoms. On 11 dec 2025, a redo mitral valve replacement (mvr) was performed. An echocardiography confirmed prolapse involving 2 of the 3 leaflets. One leaflet appeared to be inflammatory degeneration and another leaflet had a tear at the commissure. The leaflets appeared elongated. On (B)(6) 2025, the valve got explanted and a non-abbott valve was implanted. The patient was reported stable.